Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient presented to the hospital with elevated liver function tests, shortness of breath, hematuria, and elevated powers. The patient was brought to the or for a pump exchange. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.